Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white, "sticky" foreign matter was found on the bd angiocath¿ IV catheter before use. This occurred on 4 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer found fm on the catheter. The fm is white and it was sticky."

Event description:
It was reported that white, "sticky" foreign matter was found on the bd angiocath¿ IV catheter before use. This occurred on 4 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from japanese to english: "the customer found fm on the catheter. The fm is white and it was sticky."

Manufacturer narrative:
Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.